Event description:
It was reported the tsb35 was used during a pharangeal pouch procedure. It was reported by the affiliate the device did not cut. About 25% of the staples fell out and only a few staples went into the tissue. There was no consequence to the pt.